Event description:
A report was received from the USA, stating that the device's "port 1 [was] not working for [the] system console". It is unk if this event occurred during surgery. It was reported that there was no pt/user injury or medical intervention. No additional info is available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info should become available, a supplemental report will be sent. (B)(4).